Event description:
After the implant was completed, patient presented to the physician with a hematoma at the chest incision. Physician brought the patient back to the or and drained and cleaned the hematoma. This resolved the issue.

Event description:
After the implant was completed, patient presented to the physician with a hematoma at the chest incision. Physician brought the patient back to the operating room and drained and cleaned the hematoma. This resolved the issue.